Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. Vessels were moderately calcified with some acute bending and 10 mm in diameter. It was reported that shortly after the procedure, the pt developed a cold leg on the right/contralateral side, and limb thrombosis was noted near an acute bend of the distal part of the limb. The clot was aspirated, followed by angioplasty and extension of the limb with 2 bare metal stents to successfully resolve the occlusion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft occlusion). Eval, conclusions: (acute bend of the vessel).